Event description:
Information received from the field does not address the patient's clinical status but notes loss of atrial capture at high outputs in both configurations. Sensing was marginal. Lead impedances were normal. A chest x-ray appeared normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative